Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the lesion was 70% stenosed and located in the distal left anterior descending. After the stent delivery system (sds) was delivered to the lesion, the stent was not seen when inflating. It was later confirmed that the stent had dislodged before entering the patient. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood visible. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and returned inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was loosely folded as if previously inflated. There were light crimp marks visible on the balloon between the markers. There was a bend in the hypotube 11.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters. The proximal and distal measurements did not meet manufacturing criteria. They were oversized. The middle measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the flared end of the orange protective sheath. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Reportedly, the stent implant was present during device preparation, which suggests that it had dislodged during handling prior to use or as the sds was advanced onto the guide wire. Analysis of the returned device found that though there was no blood visible, there was contrast in the inflation lumen and loosely folded balloon which indicates that the sds had been inflated at some point as was reported. There were light crimp marks visible on the balloon between the markers, suggesting that the stent implant had been crimped in the correct location during manufacturing. The stent implant was returned inside of the protective sheath. No damage was noted to the stent implant, however, the outer diameter at the proximal and distal ends were oversized, though it was within manufacturing specifications at the middle. It is possible that the outer diameter was within manufacturing specifications at the ends during manufacturing, but that as the stent implant dislodged the diameters increased as it traveled over the balloon. Measurement of the inner diameter of the protective sheath found that it was 0.052" which is larger than the outer diameter of the stent implant even with the oversized proximal and distal ends. Although the final sheath inner diameter is not measured during manufacturing, it is verified that no resistance is experienced between the sheath and stent implant as it is advanced onto the sds. In this case, the lot history records did not reveal any units scrapped during the finished good sheathing operation, suggesting that there weren't any issues with resistance between the sheaths and the sds. Overall, there are no indications that there were any manufacturing issues which could have contributed to the dislodgement, though a definite root cause cannot be determined. Reportedly, the sds was advanced into the patient anatomy although it was not verified that the stent implant was still on the balloon. The device instructions for use states: "prior to using the multi-link rx pixel coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". In this case, using the sds without the stent implant did not contribute to any patient effects. This MDR is considered closed by the product performance group.